Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) therapy had an infection that was currently being treated as peritonitis. There were no reported allegations that this event was related to any issues with fresenius products. Through further follow-up, the patient¿s pd nurse stated the patient had a pd culture obtained (date not provided) which yielded an elevated white blood cell (wbc) count and no organism growth. It was reported this occurred due to the patient not wearing a mask/breach in aseptic technique during the pd exchange. The patient was initiated on prophylactic antibiotics for possible peritonitis with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip). However, the nurse indicated the patient did not have a true peritonitis event. The nurse stated the patient has recovered and that the patient did not have any adverse effects from fresenius products.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s possible peritonitis event. The patient¿s pd culture did not generate any organism growth but did have an elevated white blood cell count warranting treatment with antibiotics. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s possible peritonitis was associated with a breach in aseptic technique/not wearing a mask during the pd exchange as the patient was not following proper procedure, according to the pd nurse.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) therapy had an infection that was currently being treated as peritonitis. There were no reported allegations that this event was related to any issues with fresenius products. Through further follow-up, the patient¿s pd nurse stated the patient had a pd culture obtained (date not provided) which yielded an elevated white blood cell (wbc) count and no organism growth. It was reported this occurred due to the patient not wearing a mask/breach in aseptic technique during the pd exchange. The patient was initiated on prophylactic antibiotics for possible peritonitis with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip). However, the nurse indicated the patient did not have a true peritonitis event. The nurse stated the patient has recovered and that the patient did not have any adverse effects from fresenius products.